Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. Unrelated to the reported issue, damages to covers on the system were discovered. To restore functionality, the upper right, upper left and lower door cap covers were replaced. Following replacement, the associated trackers on the gantry were calibrated. The imaging system then passed a system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, when attempting to change imaging modes, the imaging system did not change modes. Power to the system was cycled, but the imaging system then booted to a black screen. Rebooting a few times and rebooting with the viewing station of the imaging system disconnected from the main system did not restore functionality. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported impact on patient outcome.